Event description:
It was reported that the handpiece began overheating during an extraction surgery. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and worn bearings on the driveshaft and rotor, which were each replaced along with the bearing stop, nose cone, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.